Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that  the therapy has not worked for them since implant. They achieved (B)(4) reduced symptoms during the trial but have not gotten therapeutic effect since implant. The healthcare provider (hcp) told the patient that the lead was slipping and patient had a lead replacement on (B)(6) 2023; however, this did not resolve the concerns with lack of therapeutic effect. Patient stated they are leaking constantly and use 52 pads a week. The last time they saw their doctor was (B)(6) and they were given instructions to turn therapy off for a week and then try different programs. Patient has done so but none of the programs have been effective. The patient also reported the interstim is causing them pain in the right side of their rectum no matter what. Patient mentioned they are depressed over this and wanted to talk to someone. Patient stated the device is functioning it is just not helping to manage their urinary symptoms. Patient commented that maybe the lead is not in the correct spot. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID 978b128; lot# va2nlc6; product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-apr-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.